Event description:
On (B)(6) 2008, the plaintiff had an ams sparc sling implanted. It was alleged by the plaintiff's attorney that the plaintiff experienced injuries "including infections, pain, mental anguish, dyspareunia and urinary problems as a result of her implantation." It was also alleged that the plaintiff suffered mesh erosion, chronic pain leading to the need for add'l surgery, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.